Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a virage driver was found fractured during incoming part inspections. Therefore, there was no surgical or patient information provided.

Event description:
It was reported that the tip of a virage driver was found fractured during incoming part inspections. Therefore, there was no surgical or patient information provided.

Manufacturer narrative:
Device evaluation: the specified identity of the device was confirmed and the device was examined. Visual inspection confirms the tip has fractured off. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is received that changes any of this information, a follow-up report will be submitted.